Event description:
The dealer reports the chair was showing right brake fault. Also states the lath was broken and intermittent issues with the motor just stopping. The dealer reports that error shows at right motor fault. Item description: lever release rt (B)(4).